Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 years and 7 months after the dental implant was installed in intraoral region #19, it was verified its loss of osseointegration.